Event description:
"Today at orthopaedic centre, we revised a restoration modular cone body that was implanted approx 13 years ago."

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
No new information.

Manufacturer narrative:
Reported event: an event regarding revision involving a restoration modular body was reported. The photographs show a recently explanted restoration modular body. There is a black ring around the trunnion, therefore the complaint was investigated for wear. The event was confirmed. Method & results: -product evaluation and results: the reported device was not returned however photographs were provided for review. The photographs show a recently explanted restoration modular body. There is a black ring around the trunnion and there is the presence of black debris in the associated metal head. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: it was reported that "today at orthopaedic centre, we revised a restoration modular cone body that was implanted approx 13 years ago." The reported device was not returned however photographs were provided for review. The photographs show a recently explanted restoration modular body. There is a black ring around the trunnion and there is the presence of black debris in the associated metal head. The exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.